Event description:
When the surgeon was using the endo clip, it fired one clip and then the second clip got stuck and was unable to be removed. A sound of plastic breaking was heard, and the instrument was removed from the patient. This device was removed from the back table and a replacement was opened. The patient was not harmed in any way during this event.